Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis (hd) treatment. The leak was reported to be external. Blood was visually observed leaking from the header/end-cap on the device within the first five minutes of treatment. Blood test strips were not used and the machine did not alarm. No dialyzer damage was visible. The patient's blood was not returned. The patient's estimated blood loss (ebl) was noted as being approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was tinged from blood residue. Coagulated blood was noted at both ends of the dialyzer between the screw flanges and the potting cut surfaces. Coagulated blood was also noted between the screw flange threads on the non-cavity ID end. Visual examination of the sample revealed a thin piece of debris situated between the potting cut surface and the o-ring (on the non-cavity ID end). The debris was consistent with polyurethane/polyethylene (pu/pe) slivers and was observed at approximately 90 degrees with the dialysate ports situated at 0 degrees. No other damage, debris, or irregularities were noted. The dialyzer was then subjected to a laboratory external leak test where a leak was detected at the non-cavity ID end screw flange. The device failed the leak test at approximately 12.5 pounds per square inch (psi). A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Visual examination of the returned sample observed debris lodged between the silicone o-ring and pu cut surface on the non-cavity ID end. The dialyzer was then subjected to a laboratory leak test where a leak was detected at the non-cavity ID end. Visual characteristics of the debris are consistent with pu/pe slivers; they are thin and flexible but retain their shape. Laboratory testing concluded that the observed debris could have resulted in the reported leak. Therefore, the complaint was confirmed.

Event description:
Follow-up information was provided which revealed that the incorrect lot number was initially reported to the manufacturer. The lot number of the returned device didn't match what was initially reported by the user facility. The user facility confirmed the correct device was returned for evaluation.